Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure as it is likely the device interacted with the mildly calcified artery during advancement causing the reported failure to advance. During removal interaction with the difficult anatomy and/or device accessories likely caused the reported stent dislodgement and subsequent treatment. The stent was successfully retrieved via snare. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat the moderately calcified mid right coronary artery (rca). The 3.5x23 mm xience skypoint stent delivery system (sds) was advanced with a non-abbott guide extension catheter; however, the sds failed to cross the lesion. When pulling back the sds after failing to cross, it was found that the stent was stripped off of the catheter. The stent had to be retrieved via snare. There was a delay in the procedure but it was not clinically significant. No additional information was provided.